Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-02236 & 02237).

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2012 to remove and replace the components with a total knee system for an unknown reason. A second revision procedure was performed on (B)(6), 2014 due to an unknown reason.